Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart error alarm on the insulin pump. Customer's blood glucose level was 10 mmol/l. Customer advised the alarm occurred during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the unexpected restart alarm due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.